Event description:
On 08/21/1998, the international distributor informed the MFR's rep via a faxed report of the following: the catheter was inserted from the thigh artery and the device was implanted in the lower abdomen. The MFR.'s needle was used for infusion less then ten (10) times. The device was explanted because the pt complainted of pain. The abnormality ("blow out") of the device septum was found then. No further details were provided at this time.